Event description:
It was reported, the patient has been undergoing radiation therapy and taking pain medication for an unrelated health issue. As a result, the patient stopped using and recharging the ipg as recommended. In turn, the ipg is non-functional and will not communicate with the charger. The patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.